Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the patient notified their managing health care provider (hcp) about the stimulation felt on the right side of the bike seat area and their loss of therapy prior to calling the manufacturer. The circumstance that led to the patient feeling stimulation on the right side of the bike seat area and having a loss of therapy was that they changed programming. The step taken to resolve the patient&#38112;loss of therapy was that they upped the program.

Event description:
The consumer reported that since implant on (B)(6) 2016, the patient did not feel stimulation all the time. The patient's back was still numb post-surgery and they did not realize what stimulation was like right away. The patient experienced a loss or change of therapy and started having bladder symptoms again. This was due to a sudden change in therapy or symptoms on (B)(6) 2016. The patient wanted assistance increasing their stimulation. The patient did not feel stimulation and the therapy was on. The patient was set on program 1 at 0.3v and increased to 1.9v. The patient confirmed they felt stimulation in the bicycle seat area, but on the right side. The patient used to feel stimulation on the left side. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.